Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch reports: 3004209178-2016-70439; 3004209178-2016-66496.

Event description:
The customer reported via telephone call that he was hospitalized three times due to diabetic ketoacidosis. On (B)(6) 2016, the blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time and was treated with intravenous fluids. The customer intended to call back to perform a high pressure test on the insulin pump. The insulin pump was not replaced or returned for analysis.